Manufacturer narrative:
The site performed a case directly after this case and there were no issues reported. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
The site reported that they had a case in which the patient developed a pneumothorax. The pneumothorax was treated with a chest tube and after two days in the hospital, the patient was released and is currently doing fine. It was reported that the case had a right upper lobe lesion (3cm lesion). The physician navigated to it and was .5cm away from center of the target and then verified it with fluoro and could see a pneumothorax. It was reported that the physician was concerned that the system showed he was on target yet fluoro showed it was not. It was further reported by a superdimension representative that was on-site for this case that biopsy samples were successfully obtained. Pictures taken from the procedure demonstrate that the lesion was located on the pleura.